Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he was unsure of what happened other than he was lifting a tire to assist with his step-father changing a tire. Additionally, the driver beat rate changed from 135 bpm to 125 bpm. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm while supporting the patient. The patient stated he was unsure of what happened other than he was lifting a tire to assist with his step-father changing a tire. Additionally, the driver beat rate changed from 135 bpm to 125 bpm. There was no reported adverse patient impact. The customer also reporte that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found one new alarm recorded in the driver's data file regarding secondary motor engagement. Secondary motor was found out of default position indicating secondary motor engagement. Visual inspection of external components found no abnormalities. Visual inspection of internal components found secondary motor out of default position. Freedom driver passed all functional testing for acceptance at incoming inspection. Additional testing was performed on the secondary system. Driver performed as intended and passed inspection. No alarms were produced and beat rate drop could not be replicated. Failure investigation for this complaint could not confirm the reported issue. The complaint was not replicated during testing; the root cause of the fault alarm and beat rate drop was unable to be determined. Visual inspection indicated secondary motor engagement occured, however, this does not exhibit a device malfunction. Failure investigation identified no test failures or damage that could have contributed to the complaint. Freedom driver functioned as designed. Patient was switched to backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR.)